Event description:
The customer reported the failure of a m1663a ECG trunk cable to capture a 12 lead (and 5 lead) ECG signal. No patient harm was reported.

Manufacturer narrative:
(B)(4). A f/u will be submitted upon completion of the investigation.